Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they think that the insulin pump was not delivering. The customer reported that they received a no delivery alarm and found that the blood glucose was running high. The customer stated that the blood glucose was 400 mg/dl and went up to 448 mg/dl. The customer stated that they were able to bring the blood glucose down with manual injection. The customer ran fixed prime and the insulin did exit. The insulin pump will not be returned for analysis.